Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that downloads of digital intercommunication of medicine (dicom) data could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, digital intercommunication of medicine (dicom) data could not be downloaded from electronic picture archiving and communication systems (pacs) on the navigation system. It was reported that the network connection was tested under wireless and wired connections with the same issue occurring. It was noted that pacs settings on the navigation system were correct as the dicom echo and pings returned green values. Searching patient data on pacs could be conducted but the download would fail. It was reported the navigation system application software displayed that dicom data was being retrieved through the percentage remained at zero. Additionally, sending patient data actively or sending a dicom echo through the pacs server failed with an error message displaying, "0006:031b failed to establish association". It was reported the navigation system displayed an error, "732: received c-move response with error status: cancel: suboperations terminated due to cancel indication." Following the navigation system timeout and failure to retrieve the data. Troubleshooting found that the dicom connection had been established and that the pacs server recognized the c-move response. There was no patient present when this issue was identified.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, lot/serial/version #: 1.2.0. H3) the software team reviewed the logs but they provided insufficient information to determine root cause of the reported behavior. Logs contain a c-move errors with sub-operations terminated due to cancel indication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the manufacturer representative went to the site to test the navigation system. Several digital intercommunication of medicine ( dicom) settings were changed on the electronic picture archiving and communication systems (pacs) side. The error was related to the local it. After changing the settings download of patient data worked. The wifi transfer of patient data was still not resolved but most likely caused by firewall settings of the local it. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.